Event description:
It was reported that the pump battery was depleting quickly and pump subsequently shut off. The customer¿s blood glucose (bg) was between 378-380, with high ketones. Customer went to the emergency room (ER) to address bg. Treatment was administered via intravenous saline and insulin. Troubleshooting with tandem technical support indicated that the pump battery was depleting as expected based on customer usage. Customer was released from ER 8 hours later, with the issue resolved. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.